Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician commented although the fracture rate is low, the majority of fractures that they see are quattro leads. Additional information was requested, however, not available at this time. No patient complications have been reported as a result of this event.